Event description:
Spinal surgery placing the varigrip device at t12/l1/l3. Pt complained of discomfort and pain 3 weeks post-operatively. Surgeon waited one mo for improvement but there was none. Re-operation found two levels of attachment not clamped snugly upon the lamina, the device constructs were tight but loose upon the lamina. Sys was removed and replaced with isola devices. Surgeon suspects bone resorbtion as a result of severe osteoporosis.